Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Had a lot of clots accumulate in the intrauterine loop [device occlusion] the vacuum-induced hemorrhage control system (jada system) device did not stop or control the bleeding-no [device ineffective] no other ae/pqc reported. [No adverse event] case narrative: this spontaneous report originating from united states was received from a physician, referring to a female patient of an unknown age. The patient's concurrent conditions, drug reactions or allergies and concomitant medications were not reported. The patient had pregnancy and had c-section type of delivery. This report concerns 1 patient(s) and 1 device(s). Approximately in (B)(6) 2024 (also reported as sometime within the last week), the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via vaginal route for postpartum hemorrhage. Approximately in (B)(6) 2024 (sometime within the last week), the physician felt that the suction wasn't working right but then checked it and it was. The patient had a lot of clots accumulate in the intrauterine loop (device occlusion). The patient had to discontinue the vacuum-induced hemorrhage control system (jada system)2.0 and then insert a balloon tamponade. The physician felt like something was wrong with the vacuum-induced hemorrhage control system (jada system) 2.0 since nothing was wrong with the suction. Product quality complaint (pqc) filed with extreme caution; there was nothing actually broken or disconnected on the devices. The vacuum-induced hemorrhage control system (jada system) 2.0 device did not stop or control the bleeding (device ineffective). A sweep had been performed by physician prior to inserting vacuum-induced hemorrhage control system (jada system) 2.0 but did not know how long waited after performing a sweep to insert the vacuum-induced hemorrhage control system (jada system) 2.0. No replacements were being requested at this time. No other adverse event (ae) (no adverse event)/ product quality complaint (pqc) reported. The patient did seek medical attention. The device sample and their packaging have been discarded. There was not a specific defect, but something was wrong because all the little holes filled with blood in the intrauterine loop of the device. Therapy with vacuum-induced hemorrhage control system (jada system) 2.0 was withdrawn approximately in (B)(6) 2024. Upon internal review, the events device occlusion and device ineffective were determined to be serious, medically significant. This is one of the two reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Had a lot of clots accumulate in the intrauterine loop [device occlusion] the vacuum-induced hemorrhage control system (jada system) device did not stop or control the bleeding-no [device ineffective] no other ae/pqc reported. [No adverse event] . Case narrative: this spontaneous report originating from united states was received from an other health professional, referring to a female patient of an unknown age. The patient's concurrent conditions, drug reactions or allergies and concomitant medications were not reported. The patient had pregnancy and had c-section type of delivery. This report concerns 1 patient(s) and 1 device(s). Approximately in (B)(6) 2024 (also reported as sometime within the last week), the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via vaginal route for postpartum hemorrhage. Approximately in (B)(6) 2024 (sometime within the last week), the physician felt that the suction wasn't working right but then checked it and it was. The patient had a lot of clots accumulate in the intrauterine loop (device occlusion). The patient had to discontinue the vacuum-induced hemorrhage control system (jada system)2.0 and then insert a balloon tamponade. The physician felt like something was wrong with the vacuum-induced hemorrhage control system (jada system) 2.0 since nothing was wrong with the suction. Product quality complaint (pqc) filed with extreme caution; there was nothing actually broken or disconnected on the devices. The vacuum-induced hemorrhage control system (jada system) 2.0 device did not stop or control the bleeding (device ineffective). A sweep had been performed by physician prior to inserting vacuum-induced hemorrhage control system (jada system) 2.0 but did not know how long waited after performing a sweep to insert the vacuum-induced hemorrhage control system (jada system) 2.0. No replacements were being requested at this time. No other adverse event (ae) (no adverse event)/ product quality complaint (pqc) reported. The patient did seek medical attention. The device sample and their packaging have been discarded. There was not a specific defect, but something was wrong because all the little holes filled with blood in the intrauterine loop of the device. Therapy with vacuum-induced hemorrhage control system (jada system) 2.0 was withdrawn approximately in (B)(6) 2024. Upon internal review, the event device ineffective determined to be serious due to required intervention for devices. Upon internal review, the event device occlusion was determined to be serious due to medically significant. This is one of the two reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report created to checked 'required intervention for devices' and unchecked ¿medically significant: seriousness criteria for the event device ineffective, reporter in lead sentence from physician to other health professional, add email ID and institution for primary reporter, checked product problem box.